Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® plastic tube 13x75mm 2.5ml that tubes had foreign matter in them. It occurred 30 times. The following information was provided by the initial reporter: "customer is reporting black dots resembling ink inside product: 366701, lot: 2119168."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 2022-08-19. H.6. Investigation summary: bd received 10 bags of samples and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter embedded in tube was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for foreign matter embedded in tube with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter embedded in tube. Bd determined that the root cause of the indicated failure mode was attributed to the injection molding start-up process. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® plastic tube 13x75mm 2.5ml that tubes had foreign matter in them. It occurred 30 times. The following information was provided by the initial reporter: "customer is reporting black dots resembling ink inside product 366701, lot 2119168."